Manufacturer narrative:
The plant investigation is in process. A supplemental report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician initially reported that a 2008k2 hemodialysis (hd) machine was alarming with no alarm conditions. The biomed provided follow-up information which revealed that the temperatures sensors, actuator board and a motor were replaced to resolve the issue. At that time, the biomed noted the presence of wire damage on plug 2, 3, and 7 of the function board. No burn marks were present on the function board, however, the wires were found to be severely melted. No patient was connected to the machine at the time of the incident. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up provided by the biomed revealed that the temperatures sensors, actuator board and motor were replaced to resolve the issue. At that time, the biomed noted the presence of wire damage on plug 2, 3, and 7 of the function board. No burn marks were present on the function board, however, the wires were found to be severely melted. Following the parts replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.